Manufacturer narrative:
(B)(4). Batch # n91a9m. Additional information was requested and the following was obtained: did any of the contents spill out of the pouch into the patients abdomen? If yes, what steps were taken to remove the contents what spilled in the patient? Was the intra-op or post-op care changed for the patient? The analysis results confirmed that the pouch device was returned with fully deployed and with the bag torn. Upon evaluation, the bag was noted fully cinched; however, the bag was found torn near the bottom. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the bag ripped while removing from the body through a 12mm trocar incision. After removing the bag, the piece that ripped at the bottom of the bag remained in the body. The surgeon then grabbed and removed. There is a serious concern beyond it ripping. The surgeon understands bags can pop, but when small, unrecognizable pieces remain in the abdomen it's a major problem. Bag and ripped off piece are available for return no need for another bag to complete the procedure. There were no adverse consequences for the patient.